Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient "saw his physician in (B)(6) of 2014 reporting pain in his hip and squeaking sounds. Metal ion testing measured elevated levels of cobalt (51.4) and chromium (41.5) in patient's blood". It is further alleged that based upon these findings and patient's symptoms, he had a revision surgery on (B)(6) 2014 and during the surgery, the surgeon noted "abundant metallosis" and "abundant stained pseudotumor tissue".